Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 14. On 2024-05-09, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and swelling. No further patient complications were reported.